Event description:
Been happy with product and has used them for a very long time. Felt a pull when flossing. Started to hurt an hour later and she went to the dentist. Her tooth was cracked when she went to the dentist. Dentist stated that she needs dental work or it will crack further. He suggested, she call to mention the amount of damage done to her wisdom tooth on the upper left.

Manufacturer narrative:
The loss of a dental filling is a well-documented issue when using dental floss. Filling loss can occur when a tooth is structurally compromised and subjected to the forces occurring during normal dental hygiene. The use of dental floss with an unhealthy, previously damaged or improperly restored tooth could exacerbate a pre-existing condition and cause unforeseen damage. A healthy tooth or sound dental restoration cannot be pulled loose by use of dental floss. This is being reported to FDA as the loss of a dental filling is considered a reportable event.